Event description:
It was reported that the procedure was to treat a heavily calcified carotid artery. The emboshield nav6 was prepped and advanced through a 8f guide catheter; however, the barewire failed to cross due to anatomy. The barewire tip was observed to become kinked and partially fractured. The device was removed. Therefore, another unspecified .014 wire was advanced and a 5x20mm viatrac balloon was used to pre-dilate the lesion. A 8-6x40mm xact stent was deployed. There were was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent, to the report filed the barewire was noted to have stretch coils not fractured. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the return device. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported barewire damage was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the return device analysis, the reported difficulty to advance and noted barewire damages were due to the circumstance of the procedure. It is likely that the failure to cross and noted barewire damages were due to challenging anatomical conditions, which was reported as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: corrected medical device problem code 1069 break was removed